Event description:
Discordant results for calcium (ca_2) were obtained on an advia 1650 instrument. The customer had issues with ca_2 on this instrument for one week but recalibration was solving the problem. On the day of the complaint the customer replaced the reagent and recalibrated but the quality control (qc) was out of range after the reagent replacement and recalibration. The customer used the same reagents and control material on an alternate instrument and there were no problems. About 10 discordant high ca_2 results were identified and about 10 corrected result reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the discordant ca_2 result is unknown. The fse proactively cleaned the glass of reagent barcode reader; replaced all the rotary reaction vessels (rrv), and the dryer nozzle on the dilution wash up down (dwud). The instrument is performing within specifications. Further evaluation of the device is not required.